Event description:
During index procedure the physician used one pacific xtreme pta balloon catheter to treat a lesion located in the sfa of the right leg. Device was successful; however, it was reported that during treatment, a dissection occurred. Dissection was treated with post dilatation. Investigator reported that the event was definitely related to the study device and procedure. It is reported that the patient recovered and was discharged the next day.

Manufacturer narrative:
Evaluation results: dissection. Evaluation conclusions: dissection. (B)(4).